Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation conclusion: the report of a suspected obstruction could not be confirmed through this evaluation as no pictures were submitted and the patient remains ongoing. Additionally, a direct relationship between the device and the patient¿s elevated ldh could not be conclusively determined through this evaluation. The submitted log file contained relevant data from (B)(6) 2019 to (B)(6) 2019. The pump was temporarily set below the low speed limit on (B)(6) 2019 and on (B)(6) 2019; however, no alarms were associated with the pump speed being slightly lower than the low speed limit. There were no atypical alarms and the log file appeared to show the system operating as intended. The patient remains ongoing on vad support. Hemolysis is listed as an adverse event that may be associated with the use of heartmate ii lvas. This section also discusses anticoagulation, including recommended inr values. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The hmii lvas IFU outlines considerations for pump placement and orientation, and provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. This IFU also outlines preparing and installing the sealed outflow graft, and instructs to verify that the graft is not twisted or kinked. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the vad coordinator reported that the patient also experienced elevated power spikes.

Manufacturer narrative:
The pump exchange on (B)(6) 2019 is captured under MFR #2916596-2019-04594. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with suspected flow obstruction post pump exchange with elevated ldh, plasma hemoglobin, and positive ramp study. Hemolysis was negative. Device power was within range for current speed. The manufacturer's technical service representative reviewed the log file and observed multiple low speed operation alarms due to the set speed being lower than the set low speed. There was an elevation in the speed to 10,600 rpm which was during the (B)(6) study. The suspected flow obstruction post pump exchange is not confirmed as of (B)(6) 2019. The patient was treated with integrelin, and is stable. The patient may possibly do pump exchange after CT surgery consult.